Manufacturer narrative:
Investigation summary: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hole in the cannula with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for hole in the cannula with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle a hole was discovered in needle and blood was unable to be collected. There was no report of patient impact. The following information was provided by the initial reporter: a hole at the middle of needle, the blood could not be vacuumed into the blood collection tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle a hole was discovered in needle and blood was unable to be collected. There was no report of patient impact. The following information was provided by the initial reporter: a hole at the middle of needle, the blood could not be vacuumed into the blood collection tube.